Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis revealed one major kink across the guide wire. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. During normal assembly, this kink would have been located within the blue advancer tubing, protecting it from damage. The kink in the guide wire measured 576mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire outer diameter measured .804mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. Minor resistance was encountered at the kinking; however, the guide wire was able to pass completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal ends of the guide wire were secure and intact. The manufacturing facility was previously contacted as part of this complaint investigation. They indicated that guide wires of this type are 100% inspected for damage during the assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked spring wire guide before use was confirmed through visual examination of the returned sample. One major kink was observed on the guide wire body. Despite this, the guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the kinked portion of the guide wire would have been located inside the blue advancer tubing, protecting it from damage. Based on this, it cannot be confirmed when the guide wire became kinked. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.